Event description:
Customer reported receiving blood glucose readings that were higher than they felt on their freestyle freedom monitor due to coding her meter incorrectly. Customer reported symptoms of not being able to move or talk, but being "fully aware of everything." Customer was taken to the emergency room where she was diagnosed with severe hypoglycemia and treated with orange juice and that the doctor changed the dose and type of insulin she takes.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.